Event description:
Patient reported a report left side rupture, pain, itchy, body achy, burning and deep breath is very shallow. Patient also reported "the left breast has a leak in it and I have been feeling sick and people are suggesting that its an autoimmune issue." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.